Manufacturer narrative:
(B)(4). D10-medical product articular surface size cd 10 mm height item# 00596403010, lot# unknown. Unknown femoral g2- china. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial tray would not assemble with the articular surface. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual inspection of the returned devices exhibits minor signs of damage (gouges and scratches) but no signs of insertion attempts. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/or anomalies with no deviations/anomalies identified. The root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.